Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous ve rtebroplasty for primary osteoporosis. Type of fracture: compression fracture it was reported that the cement leaked into the blood vessel. There was no extravasation. The product was used successfully. The cement had been stored at an appropriate temperature before and during the procedure. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received: level implanted: 3rd lumbar vertebra the cement that leaked into the blood vessel. Cement flowed from the veins in front of the vertebral body to lung. The venous cement has been removed with a catheter. It could be removed without any problems. There was an extension of hospitalization. The extension of hospitalization was for follow-up due to the cement leakage.